Manufacturer narrative:
One used infusion tubing set was received and tested by our pump team with the customer's complaint of leakage. The set was investigated under pr (B)(4) along with the infusion pump and no issues were found with the tubing. It is unknown if this was a set from a different complaint as there were multiple complaints logged by customer. A root cause analysis was not conducted because the reported issue could was not observed with the sample submitted. A device history record review could not be performed on material 2420-0007 because the provided lot number is invalid.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following: it was reported by the customer that IV filter leaked. Continuous chemo was running through it and got on the patient's hand.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.